Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an implant, the implantable cardiac monitor's (icm) software could not be upgraded due to repeated loss in connection. A device reset message was displayed. A device download for recovery was performed but failed initially. A third recovery was successful but telemetry was lost again during interrogation. Further testing was scheduled for a later date. The patient was stable.

Event description:
New information received indicates the implantable cardiac monitor was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of communication anomaly was confirmed, backup condition was not confirmed. The device was received from the field unable to establish communication and battery having reached end of life. After cutting open the device an external source was used to measure in-line current and the implantable cardiac monitor( icm) was monitored for several days and results indicated normal current level. Inspection of the battery and feed-through pins found not contamination and x-ray imaging results indicates no anomaly. After attaching a new battery, the device code was downloaded normally followed by automated functional testing and interrogation both without any anomaly. The original battery was sent to the supplier for further evaluation and found to be normal. The reported interrogation anomaly is consistent with low battery condition, which could not be reproduced after extensive effort and the cause of battery depletion could not be determined.